Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator in backup mode due to multiple flipped bits. The device was at end of life (eol). After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator was in backup vvi mode. The previous day, device interrogation was unsuccessful, there was no pacing support and the patient's intrinsic rhythm was 45 bpm. On (B)(6) 2010, battery data was 2.59 v, 12 ua, 15.1 kohms with a longevity of 0.25 - 0.5 years. On (B)(6) 2011, the device exhibited end of life (eol). Device was removed.